Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the doctor believes that when the specimen was removed through the port by the pa, she ¿unzipped¿ the staple line along the greater curvature, which caused the staple line to open up to look the way it did. Even though he says this happens to him sometimes with the removal of the specimen.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor indicated that on the second firing of the stapler, with a blue reload, there were some unformed staples that caused some leakage of the specimen. The staple line on the remnant stomach looked fine with very little oozing, but the doctor decided to oversew just to make sure. The procedure was delayed by twenty minutes. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ah05. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with two gst60b reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.